Event description:
It was reported that during surgery, the plastic of the sheath was crumbling at the end of the hook/hook 3pk n5 for hook handle (cev2295a). Plastic parts fell into the patient but the pieces were recovered. It was reported that there was no harm to patient; however, there was an unspecified increase of surgery time. There was reportedly "risk of loose plastic in the patient's abdomen, risk of perforation, fistula and infection".

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The hook 3pk n5 for hook handle (cev2295a) was returned for evaluation: failure analysis: evaluation of the hook verified the complaint reported by the customer as valid. The coating was damaged and whitened near the hook. Root cause analysis: it was determined that maintenance was not adapted by the client. In addition, it is likely that the customer used voltage which was out of specification that caused melting of the coating.